Event description:
It was reported that the day after the lead was implanted it had dislodged. At the lead revision procedure the repositioning of the lead was unsuccessful. A fixation issue was suspected. The lead was removed and a competitor lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. The helix of the lead was extrinsically bent. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Blood was observed on the sleevehead of the lead. Blood was observed on the shaft seal of the lead. The analyst noted there was blood in distal conductor without insulation breach, blood ingress in lead conductor from the lead distal end through the sleevehead and the driveshaft seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.